Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer report her insulin pump has showing issues as per the bolus wizard and the speed of the bolus does not work as per patient stands he noticed the insulin pump was under delivering and there was an anomaly in the compartment of the reservoir. Customer stated parameters were entered correctly. Customer reports the food and correction bolus was incorrect. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.